Manufacturer narrative:
(B)(4) implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth around the abutment site. The patient underwent bilateral revision surgery on (B)(6) 2013 to excise the overgrowth of skin tissue. The implanted device remains.